Event description:
It was reported that the patient experienced pain and discomfort due to the inflatable penile prosthesis (ipp) pump scarred up high in the scrotum. A replacement surgery was performed and all components were removed and replaced with a malleable prosthesis. There were no device issues with the explanted ipp. The patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.